Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead had low impedance one day and switched to unipolar. The lead was reprogrammed to unipolar and remains in use. No patient complications have been reported as a result of this event.